Event description:
(B)(4). I was looking for help with my very heavy bleeding, and doctor recommended ablation. She said she would not do the ablation procedure without me having permanent birth control. She recommended essure for that. Had essure performed in her office (B)(6) 2014. For the last two plus years, I have been miserable and have spent several thousands dollars on hormone replacement therapy and supplements at her office to help offset side effects. They put me on thyroid medication as well. Blood test revealed low testosterone, low dhea, low iron, low vitamin d and under active thyroid. I have been paying out of pocket for all my hormone replacements because medical insurance does not cover them. My symptoms include excessive weight gain, several abdominal pain, sensitive teeth, migraines, exhaustion, brain fogginess, painful intercourse and no sex drive at all!!!! Even after being on all of this hormonal replacement therapy, my symptoms have not improved. My doctor still does not believe my symptoms are related to the essure procedure.